Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During post- implant follow-up, the lead was found dislodged due to the patient anatomy. The lead was repositioned successfully. The patient was in stable condition.